Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their manufacturing representative ran extensive battery tests on the leads, but it did not generate any r esolution. The patient noted that their device had worked well up until they lost stimulation. The patient stated that their neurosurgeon suggested that the device be re-positioned.

Event description:
The consumer reported that they experienced a loss of stimulation. The patient stated that the implantable neurostimulator (ins) implanted in his cervical spine on the left side ¿has gone out¿ and he did not feel the stim. The settings and programs were adjusted, but that did not resolve the issue. It was noted that the patient¿s right side was ceasing up while trying to get his left side to respond. The next step for the patient was to follow-up for with their healthcare professional (hcp) for reprogramming. This event occurred on the day prior to the report. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as complex reg pain syndrome type I and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.